Manufacturer narrative:
D10. Concomitant products: gia80mtc, cartridge gia80mtc medthk tristp (lot: n4l1607uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the stapler was employed for bowel transection. The device fired all the way, but upon inspection of the staple line, the surgeon identified that the first two staple rows contained no visible staples, although the tissue had been transected. Mild bleeding was noted at the portion of the staple line where the staples had not deployed, and suturing was performed directly over the area of absent staples to achieve hemostasis. During a subsequent firing with a 2nd cartridge, mild bleeding was again observed at the staple line, which was managed by an additional stapler firing to reinforce the staple line and achieve hemostasis. No further bleeding was observed following these interventions.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.